Event description:
Pt states that the pump is reading that there are 114 units of insulin remaining when it is actually empty. This required no physician intervention. Insulin injections were administered at home.